Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that these implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Moreover, the patient had superior vena cava (svc) syndrome and developed also a hematoma. The device was explanted. No additional adverse patient effects were reported.